Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that 4 hours after the surgery, the arterial pressure suddenly indicated 350mmhg. The flotrac unit was exchanged and the issue was solved. Inquired of patient demographics, unable to obtain.there are no other suspect devices involved. There were no patient complications reported.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specification at the time of release. Received one flotrac sensor with attached vamp flex, IV and pressure tubing sets. Clotted blood was observed inside the pressure tubing set. Dpt did not zero nor sense pressure on a pressure monitor. No visible damage or inconsistency was observed from the unit. Electrical testing showed that both input impedance and output impedance were within specifications. However, the zero-offset value was measured unstable. Short condition was found between #4 solder joint and circuit trace of output circuit with excess solder material. Flotrac sensor zeroed and sensed pressure accurately on a vigileo monitor. Manufacturing procedures were revised in order to assure that guidelines are found accurate and easy to follow. Documents involved in the manufacturing and the inspection of the product reported in the nonconformance had no changes applied related to the issue confirmed. The physical area was found adequate and clear for the execution of the soldering task. Equipment used to perform this operation was validated. As measurement devices do not have direct relation to the generation of the nonconformance reported, therefore measurement cannot be considered a potential cause of failure. Training records of personnel involved in the nonconformance were reviewed and it was confirmed that two employees were not trained at the time of the affected lots were manufactured. This training involves the soldering operations that provide the guidelines of how to correctly perform an acceptable solder joint, in this case between the dpt cable connector and the sensor pad. A personnel acknowledgement was performed notifying all manufacturing personnel of the reported complaint. In addition to this, a re-training was performed to all the personnel that perform the soldering operations. Soldering fixtures utilized in the manufacturing process of lots affected were verified to be in proper operation status before the execution of applicable operations. Therefore, machinery cannot be considered a potential cause of failure. Reported nonconformance of short condition in the sensor pad was confirmed. A personnel notification and a re-training to all manufacturing personnel that perform soldering operations was performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.